Manufacturer narrative:
This case, with patient identifier (B)(6), is related to case with patient identifier (B)(6).

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 141 mg/dl (strip lot 498126) and lo mg/dl (strip lot 498018 ), which on the system indicates a result in excess of 600 mg/dl. Results were obtained using different strip lots.

Manufacturer narrative:
The result of lo on this device indicates a result lower than 20 mg/dl.